Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis q.zen biplane system. During an interventional procedure, the user reported the system was down. The examination was aborted. No additional details are known at this time and we are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective tube. The service engineer (cse) reviewed the system log files and found that the generator detected a too low rotational speed of the anode of the gigalix x-ray tube of plane a. As a result, the system switched to the bypass mode, however, no release of x-ray was possible in either plane a or plane b. This behavior would indicate a defective tube. The affected gigalix x-ray tube was returned for investigation. During incoming inspection the anode of the x-ray tube did not start rotating. Factory experts disassembled the tube insert and found the inner bearing of the anode to be broken. As the user reported that the tube suddenly failed to release x-ray radiation; it is assumed that the anode bearing became blocked and the anode stopped rotating abruptly. As a result, the bearing was broken. The service engineer replaced the x-ray tube of plane a. And after the replacement the system recovered. No further corrective actions are planned based on this nonsystematic event.